Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) clarified that "the leads cross the skin of the patient" meant the electrodes went out the patient.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 977a290, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative that the "leads cross the skin of patient". It was a comp laint of the patient and occurred during device follow-up. The two leads were explanted on (B)(6) 2015. Additional details provided include the detail that the leads were "rigide" for the occipital nerve stimulation (ons) procedure. The patient was alive with no injury at the time of the report. A follow-up report will be sent should additional information be received.